Event description:
It was reported that a spectrum iq pump under infused elraglusib, programmed at 500ml/hr for a volume to be infused of 1522ml for a 4 hour patient infusion. The pump had to be stopped at the 4 hour mark per procedure however the patient did not receive about 50ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.